Manufacturer narrative:
Follow-up #1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2013 with the following findings: evaluation revealed that moisture can be seen from behind the display lens. Performed the leak test and found a display lens leak. Opened the pump case and found moisture throughout the pump case including on the keypad flex connector. There is no visible damage to the keypad. The up, down, and ok buttons are unresponsive. The contrast button responds properly. Removed the keypad and found no damage or contamination on the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.